Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that a monthly discharged pt called and had swapped to the backup system controller for a battery alarm. The vad coordinator indicated the pt was not very clear on exactly what the alarm was that caused the pt to swap controllers. The backup system controller indicated call-hospital. The vad coordinator had pt go back on the primary controller and no further issues. The pt is doing fine. The software revision is 7.19. Per additional info received on (B)(4) 2013: the vad coordinator has submitted add'l event log history. Here are the events leading up to re-admission and review of alarm history: (B)(6) 2013, 1445: the pt's spouse paged the vad coordinator and stated he had to charge system controller. When asked why, the pt stated, "I think alarm said to change battery". While the vad coordinator was on the phone with the spouse the controller started to alarm to call hospital contact. The vad coordinator had the spouse put the original controller to the power module and change back over. The pt remained stable throughout. The vad coordinator had spouse meet at the center for another controller and also reported this to the MFR. On (B)(6) 2013, admit pt from clinic visit: upon review of alarms many pt events were present low flow 2.4, with power of 16 on (B)(6). Low voltage at 1430 on (B)(6). At 1433 on (B)(6) low voltage, pump off with a decrease in speed to 8000. This was when spouse changed out the controller. Event log analysis communicated back to the customer states, "the event log confirms the initial events reported. Since the events from (B)(6) 2013, the event log is unremarkable. The event log consists of only power cable disconnected events. The most recent event indicates that the data logger has been enabled to record at 30 min intervals."

Manufacturer narrative:
The device was returned to the MFR for eval, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.